Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During first inflation at 6 atmospheres, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.